Event description:
According to the available information, a 71- year-old patient, with erectile dysfunction of an unidentified cause, received an inflatable penile implant on an unknown date. The patient sought medical care on an unknown date and reported that the prosthesis stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2023 when all components of the prosthesis were replaced. The doctor did not report a defect, quality deviation or any reason for the implant to stop working. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. There was a nonconforming reported identified in trackwise. Nc 244075 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. Devices met specification prior to release.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached inlet / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the detached inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, a 71- year-old patient, with erectile dysfunction of an unidentified cause, received an inflatable penile implant on an unknown date. The patient sought medical care on an unknown date and reported that the prosthesis stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2023 when all components of the prosthesis were replaced. The doctor did not report a defect, quality deviation or any reason for the implant to stop working. The patient is currently doing well and has had his erectile function restored.